Event description:
A nursing assistant observed pt in bed and it appeared that the pt was having a seizure. The rn noted on the monitor in the nursing station that the pt was in ventricular tachycardia and ventricular fibrillation, however the audible alarm was not sounding. The pt was found unresponsive and without pulse. CPR was initiated and approx three mins later, the pt was breathing on his own. Pt was eventually discharged on 6/3/96.